Manufacturer narrative:
A ge service rep performed an on site investigation. The sbc board was found to be faulty during the service call. The customer declined the repair work.

Event description:
It was reported that the 9800 system will not boot up completely on the first attempt. No pt injury was reported.